Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01/ expiration date: 14-jun-2022 / serial#: (B)(4) / UDI #: (B)(4). Device available for evaluation?: no. Dev rtn to MFR? No. Mfg date: 08-jan-2021. Labeled for single use?: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), there was difficulty in pulling the tether after implant of the leadless ipg, and part of the tether string tore. There was enough tether string left and the delivery system was removed. During testing of the micra the threshold was stable, then it worsened. The leadless ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.